Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's parent reported via telephone call that the insulin pump had moisture visible under the screen and a blank display. The blood glucose reading was 135 mg/dl. The insulin pump had not been dropped or bumped. The parent noticed fluid in the insulin pump that smelled like insulin but there was no leak from the reservoir. The parent was advised that the insulin pump would be replaced and agreed to return the product for analysis. The parent was advised that the customer discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.

Manufacturer narrative:
The insulin pump was received unit with blank display due to moisture damage on the lcd board. The insulin pump was unable to perform a displacement test due to blank display. The insulin pump had cracked reservoir tube lip and minor scratches on lcd window.